Manufacturer narrative:
Beckman coulter quality assurance (qa) contacted the customer. The customer did not provide further information regarding the change in treatment for the one patient. The customer noted that the etoh reagent pack was low and empty and noted the erroneous patient results slowly shifted up. Customer performed troubleshooting and replaced the etoh reagent of same lot. The patient samples were repeated and negative patient results for all patient samples were obtained. The failure mode is unknown. No further issues were reported. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously high ethyl alcohol (etoh) patient results for one-hundred and eleven (111) patients on their au5800 clinical chemistry analyzer. The erroneous patient results were reported out of the laboratory and were later amended. Customer states one patient¿s treatment was changed due to event. The customer did not provide further information. The customer did not provide patient demographics. Data for one patient was provided.